Manufacturer narrative:
(B)(4). The analysis found that one long60a device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape; the device closed, fired and opened without any difficulties noted. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a sleeve procedure, the closing handle would not properly open while the stapler was being loaded. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: please explain what is meant by, ¿closing handle would not properly open while the stapler was being loaded? Did the device open, but it was difficult? On which firing did this occur? Was the device on tissue when it would not open? If yes, how was the device removed? Were the jaws of the device eventually opened? The closing trigger would not open after it was closed. The stapler had not been fired. Additional information: after the reload was placed in the jaw and the closing trigger was closed, the jaws would not reopen. The stapler was not fired. The closing trigger would not open after it was closed. The stapler had not been fired.